Event description:
The advocate called for help with the customer's breeze2 meter. She performed a control test and received a result of 46 mg/dl. The normal control range was 91-125 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.